Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and during the load process. Customer's blood glucose level was elevated. Customer was able to load a new cartridge successfully and resume insulin delivery.